Event description:
It was reported that there were signs of electrical overstress on the neutral and hot side connection between the power inlet module and the main voltage circuit card in the arctic sun device. The solder connection from the patient temperature (pt1) lead to the isolation circuit card were broke free from the circuit card. Per sample evaluation results received on (B)(6) 2022, it was reported that the double bend tube, chiller molded tube, and the chiller evaporator outlet tube were expanded. It was noted that the five tank seals were lifted from the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were signs of electrical overstress on the neutral and hot side connection between the power inlet module and the main voltage circuit card in the arctic sun device. The solder connection from the patient temperature (pt1) lead to the isolation circuit card were broke free from the circuit card. Per sample evaluation results received on 25aug2022, it was reported that the double bend tube, chiller molded tube, and the chiller evaporator outlet tube were expanded. It was noted that the five tank seals were lifted from the tank.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.